Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A potential false negative urine hcg result was reported by a customer in (B)(6). It was reported by one doctor who tested a woman and got a negative result. A beta-hcg test was performed with a result @35miu/ml. The doctor was concerned because the sensitivity of the test is at 25miu/ml. The customer was further concerned because she discovered that for women with an early stage ectopic pregnancy, the test only gives a result way after 4 minutes and the insert states not to interpret the test after 4 minutes. No further information was provided.